Event description:
The product in question is the csg safe sheath 9 fr hemostatic 40 cm. Peel away sheath, product number csg 90-09. I was using a csg safe sheath - 9fr, 40cm for vascular access during a cardiac device implantation -defibrillator-. The sheath has a black tip, which is attached to the rest of the white sheath. This black tip contains the radioopaque ring marker. This black tip broke off of the sheath, inside my pt. The sheath was being inserted over a guide wire into the subclavian vein. A little manipulation but certainly nothing excessive, was used, and suddenly it was noted that the ring marker was no longer attached to the rest of the sheath. It was a matter of luck that this piece did not embolize into the vasculature. I was able to probe the tissue and remove pieces of this ring with a forceps type tool. The ring, however, fragmented into several pieces during this. I was able to get essentially all of it out. Radiographically it seems there are still 4 miniscule fragments left that could not be seen to remove. It turns out that this is not an isolated incident. I have not personally encountered it before, but I am now aware of 3 other incidents with the same sheath with this same piece breaking off. In at least two, the fragment embolized into the circulation and lodged in the lung, causing compromise to the lung tissue. I returned the sheath to the company, and will file a report with them. I actually opened another csg sheath and practiced trying to take off the black tip. With a small curved 'snap' it takes almost not force at all to remove and fragment that tip. It appears to me there is either a design or mfg problem. This has caused serious illness to other pts. In this pt, it caused prolongation of the procedure. It remains to be seen if there will be any long term ramifications of this. Dates of use: 2009. The sheath was being passed over a wholey wire.